Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: device history record: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed: no stock product was available for review since the device was fabricated per physician's prescription only. Returned sample: the device was not available for investigation. It was reported the device had been most likely discarded by the customer. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, customer did not provide the information regarding how the patient was instructed to handle and maintain the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
An investigation of the reported incident is still in progress. A follow-up report will be submitted once completed.

Event description:
It was reported that a patient experienced an allergic reaction while wearing her comfort splint night guard. The dental assistant stated that the patient reported the reaction to the office on (B)(6) 2017, however it is unknown how long the patient had the reaction. The patient reported that she wore the appliance multiple times and had swelling of the upper lip and lingual side, as well as the gums and the area was red. The doctor did not prescribe the patient any medication for this reaction. It was stated that the appliance may have been old. The appliance is not available for return, it may have been discarded. However, a new case was prescribed for her to be remade, and the patient is reported to be doing fine.